Event description:
It was reported that the intraocular lens was explanted after approximately two 2) weeks due to undersired results. It was stated that the lens was found on a shelf from 2010. No further information was provided.

Manufacturer narrative:
(B)(4): the device was evaluated by abbott medical optics (amo) manufacturing facility. A visual inspection of the lens revealed a heavily damaged lens from use; however, no deviations were found. The diopter measurement records verified and showed that the lens was within specifications. This is in compliance with the labeled dioptric power 17.0 diopter for this lot number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.